Event description:
It was reported that the right ventricular (rv) lead had an insulation breech. Subsequently, during a delivered shock, an error was triggered, and the shock lead impedance measured low and out of range. After this, the device was heard beeping. The right ventricular (rv) lead was abandoned surgically. This implantable cardioverter defibrillator (ICD) was removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error was recorded on (B)(6), 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock, that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The clinical observations were confirmed by analysis.

Event description:
This product has been returned and analysis had been completed.